Manufacturer narrative:
The sheath and tip were microscopically examined. The sheath is kinked in 3 locations with the seams starting to expand at the kinks; 1.5cm from the tip, 3.4cm from the tip and 12.5cm from the tip. The tip is damaged. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that difficulty advancing occurred. Vascular access was obtained via a right femoral approach. There was a huge chunk of calcium noted in the mildly tortuous right femoral vessel. A 14f isleeve introducer sheath was selected. The device was able to be inserted; however, high resistance was felt during advancement. The isleeve was removed in order for the physician to predilate the area with the dilator. The tip of the isleeve appeared compressed with a sharp edge visible. In the physician's opinion, the isleeve tip directly encountered the huge chunk of calcium in the vessel and became hung up on it. The isleeve was exchanged for a non-bsc 14f introducer; however, that device encountered the same high resistance. The physician determined that access on the right side was not possible. No vascular injury was noted on the right side. Access was obtained via the left groin. A non-bsc wire was used to straighten the vessel. A 14f non-bsc introducer encountered high resistance but was able to be successfully placed. The procedure continued as planned with the valve implant with a successful result. The patient was transferred to the intensive care unit. Since the complaint was reported, the patient has been discharged from the intensive care unit to the normal ward.

Event description:
It was reported that difficulty advancing occurred. Vascular access was obtained via a right femoral approach. There was a huge chunk of calcium noted in the mildly tortuous right femoral vessel. A 14f isleeve introducer sheath was selected. The device was able to be inserted; however, high resistance was felt during advancement. The isleeve was removed in order for the physician to predilate the area with the dilator. The tip of the isleeve appeared compressed with a sharp edge visible. In the physician's opinion, the isleeve tip directly encountered the huge chunk of calcium in the vessel and became hung up on it. The isleeve was exchanged for a non-bsc 14f introducer; however, that device encountered the same high resistance. The physician determined that access on the right side was not possible. No vascular injury was noted on the right side. Access was obtained via the left groin. A non-bsc wire was used to straighten the vessel. A 14f non-bsc introducer encountered high resistance but was able to be successfully placed. The procedure continued as planned with the valve implant with a successful result. The patient was transferred to the intensive care unit. Since the complaint was reported, the patient has been discharged from the intensive care until to the normal ward.